Manufacturer narrative:
A review of lot z713 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for centrifuge bowl leaks/breaks; MFR's CAPA (B)(4) has already been initiated to further investigate centrifuge bowl leak/break events. Service order (B)(4) completed: service engineer performed checkout procedure and adjusted bowl optics sensor; no further action required. The assessment is based on info available at the time of the investigation. The photo eval is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Cus called and reported message se f451 occurred at start of treatment of pt in clinical study. Customer restarted the machine and se f451 recurred. Customer held the ac bag in higher position and leak centrifuge alarm occurred. Customer powered the machine off, aborted treatment and found a centrifuge bowl leak at position of the rotation seal. After cleaning the centrifuge chamber customer could not open the flm door. Customer relieved the pt to go home, pt was in stable condition. Service order (B)(4) was dispatched. Photos were provided by customer for eval.